Manufacturer narrative:
Customer returned device for alleged device error 43, device error 41, cosmetic damage found at the back of the device and failed battery found on (B)(6) 2022. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. All buttons function properly. Successfully downloaded history files and traces using thus. Verified the device alarmed device error 41 and device error 43 in device downloaded history on (B)(6)2022 at 23:57:00.000 and (B)(6)2022 at 23:57:17.000 respectively due to moisture damage on the motor. Failed battery test was not found during testing or in the device history. Device was cut open to perform visual inspection and found evidence of moisture damage on the motor¿. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails and stained serial number label. Confirmed device error 43 and device error 41 due to moisture damage on the motor. Cosmetic damage confirmed at the battery tube threads and case-corner of belt clip rails. Failed battery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that, customer reported insulin pump had failed battery test alarm, motor power supply voltage error and an error in the motor was detected by reading unexpected value from hall sensor. No harm requiring medical intervention was reported. Troubleshooting was performed and it was noticed that customer able to clear pump error 41 and pump error 43 alarms and customer also stated that, insulin pump had a crack on back of the insulin pump and able to complete self test. Customer will discontinue use of the device and insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.